Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the vibration and audio alarm functions were found to be inoperable. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the vibration and audio alarm functions were found to be inoperable. The vibration motor and piezo terminals were found to be bent and misaligned. Unrelated to the event the keypad was found to be peeling and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.